Event description:
It was reported that the device had downstream occlusion alarms at 6.5psi. Event occurred during routine preventive maintenance inspection. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint that the device had downstream occlusion alarms at 6.5psi. Visual and functional testing was performed. A crack on the downstream occlusion (dso) seal was found. The dso seal was replaced.